Event description:
The device was used during a thoracoscopic bullectomy procedure. The staples did not fire on the pt's side and the site bled. The surgeon applied another device. Additional tissue was resected. The pt's status is satisfactory.